Event description:
It has been reported to philips that the stand movement as well as c-arm movement was not working. The system was in clinical use. The procedure was aborted. No harm has been reported. A philips service engineer inspected the system on site. It was identified that motor control unit was defective. The defective motor control unit has been replaced and the movement was recalibrated after that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system c is not working. Upon functional testing, fse found the motor for the c arm is not working. After the replacement of the defective motor control unit and downloaded software, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.